Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal right coronary artery (rca). The lesion was predilated with a 3.0x15mm non bsc balloon at 12atms twice. A 3.0x18mm non bsc stent was implanted in the proximal rca and then a 3.50x8mm taxus liberte stent was advanced to the lesion; however, during advancement the device became caught on the previously placed stent and the device was unable to cross the lesion. The device was successfully removed from the patient and it was noted that the stent was damaged. The previously implanted non bsc stent remained well positioned and well apposed. The procedure was completed with a 3.0x18mm non bsc stent and postdilation was performed with the stent delivery balloon at 16atms. No patient complications were reported with the patient's current condition listed as 'good'.